Event description:
It was reported that during a ptca/stenting treatment procedure involving a lesion in the middle portion of the lad artery, the maverick monorail balloon ruptured during pre-dilation at 3 atms on the initial inflation after hitting calcific plaque. The patient was asymptomatic during this event. A penta stent was placed as previously planned. A 6f mach I guide cahteter and an acs inflation device were also used, but the sizes and types of introducer sheath and guidewire used are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'fine'. No additional information is available.